Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricle lead was relaying noise and subsequently it was determined the lead had fractured. The lead was extracted and replaced. The patient was stable before, during and after the procedure.